Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es fatal error has been occurred. The customer stated that the malfunction caused a delay to the patient care and the user was able to retrieve the medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a fatal error message due to database bloat. A technical support specialist shrank the database size using ka 000011153 to resolve the issue. The customer confirmed that the station was working with no issues. The system functioned as intended after the technical support specialist resolved the issue.